Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. It is unknown what of the two iliac extender components was implanted in the left side. Also were implanted: pll161207j/ 20276921 UDI# (B)(4). According to the information provided, an aneurysm enlargement was determined though no obvious endoleak was found. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and bilateral iliac artery aneurysms using gore® excluder® aaa endoprostheses. Reportedly, during the procedure, an unknown endoleak was noticed. It was unknown if the endoleak disappeared spontaneously. Three and a half years later, a follow-up examination showed an aneurysm enlargement though no obvious endoleak was found. It was reported that from (B)(6) 2019 to (B)(6) 2023, the aneurysm enlarged from 60.0 x 63.2 mm to 73.2 x 65.7mm. On (B)(6) 2023, a reintervention was performed. Reportedly, the physician could not see obvious endoleak. However, considering a possibility to occur bilateral distal type I endoleaks and a type iii endoleak between the trunk-ipsilateral leg component and the iliac extender component in the left side, two additional contralateral leg components were implanted, and the bilateral legs were relined. The patient tolerated the reintervention. It is unknown what of the two iliac extender components was implanted in the left side. The physician could not determine the endoleak type.